Event description:
It was reported that the release handle is inoperable due to a broken latching mechanism. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.